Event description:
Unit is shutting down during procedures. Customer has to plug the unit into ac power for it to come back on.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) is: confirmed, root cause was identified as internal li-ion battery failure. (Reference: MDR number (B)(4).